Manufacturer narrative:
(B)(4). Report source foreign: this event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon receiving the product, there was debris in the sterile packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner sealed cavity confirms there is a piece of hair like debris found. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.